Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. Successfully scanned and received glucose readings and alarm notifications in the application using a similar configuration (samsung galaxy s10, android 12, 2.8.4.9335) and unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with xiaomi 9note with android operating system version 12, app version 2.8.4.9335 . The customer reported the application (app) does not recognize the sensor. As a result, the customer was unable to monitor glucose with sensor readings, requiring unspecified treatment by a healthcare professional and/or third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with xiaomi 9note with android operating system version 12. The customer reported the application (app) does not recognize the sensor. As a result, the customer was unable to monitor glucose with sensor readings, requiring unspecified treatment by a healthcare professional and/or third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.